Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient experienced incapacitating pain in her pelvic and vaginal regions. The patient encountered numerous complications including but not limited to recurrent infections, dyspareunia, a reoccurrence of stress urinary incontinence and pelvic organ prolapse. The patient was informed on or about (B)(6) 2011 that as a result of these complications, she would have to undergo revision surgery. The patient underwent additional surgery on or about (B)(6) 2011. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.